Event description:
It was reported that there has been a location shift (catheter movement) on this carto system while the case was in progress. There was no pt injury reported. Pt fully recovered with excellent prognosis.

Manufacturer narrative:
The complaint was reported under the carto system. However, the doctor believed this was catheter related case. The catheter has been discarded by the facility. The catheter was believed to be a navistar rmt 8mm. No other catheter detailed info was provided. We were informed that it does not seem that more info regarding the catheter can be obtained at this point since the laboratory personnel that was in charge had left the facility. (B) (4).